Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) the physician did not place this chronic right ventricular lead all the way into the header. The was noted as the patient's rate was at their intrinsic 20-30 beats per minute rate. The physician connected the lead to the pacing system analyzer in which the lead paced. The lead was then reinserted all the way into the device header and the setscrew was tightened down and the device and lead paced appropriately. It was reported that the physician was under the impression that the setscrew did not need to be tightened down. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.